Event description:
The account alleged that the bed will not go into trendelenberg fuction. No injury reported.

Manufacturer narrative:
The account adjusted the trendenberg engage switch to resolve the issue.